Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. The patient was reimplanted with a new device on (B)(6) 2012.

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. The device is not available for analysis. This report is filed (B)(4) 2013.